Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation the reported recurrent mr appears to be related to patient condition. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient was hospitalized and two additional clips was implanted to reduce mr. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with degenerative mitral regurgitation (mr) for a mitraclip procedure. Two mitraclips were implanted and the mr was reduced. On (B)(6) 2024, the patient presented with grade 4 mr. The mr was recurrent due to disease progression. Two additional clips were implanted to reduce the mr to grade 2.